Event description:
It was reported that the patient tripped and fell a week prior to the report and it caused her to leak and "it wouldn't stop." No further information was reported. If additional information becomes available a follow-up report will be submitted. Information also reported on patient's other implantable neurostimulator (ins) in manufacturer's report # 3004209178-2013-11812.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-25, serial# (B)(4), product type: extension. Product ID: 3889-28, lot# j0437235v, product type: lead. Product ID: 3889-28, lot# va015vk, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), product type: extension. (B)(4).